Event description:
Patient reported to his dentist that the hook of the upper tray of his oral appliance had broken off. There was no harm to the patient. The device was repaired by replacing the hook, and returned to the patient.